Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/26/2021. H.6. Investigation: bd received 4 samples from each lot for investigation. In addition retention samples from the same lot were inspected, with no issues being identified. The customer samples were evaluated. The samples were tested and no issues relating to clotting were observed: bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both customer and control samples for clotting demonstrated clinically acceptable performance for all observations. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg, the device experienced clotting / micro-clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: the (B)(6) hospital site is experiencing high clotting rates of about 30% in the nicu.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0339180, medical device expiration date: 2022-06-30, device manufacture date: 2020-12-04. Medical device lot #: 0339179, medical device expiration date: 2022-06-30, device manufacture date: 2020-12-04. Medical device lot #: 1015016, medical device expiration date: 2022-07-31, device manufacture date: 2021-01-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg, the device experienced clotting / micro-clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: the red deer hospital site is experiencing high clotting rates of about 30% in the nicu.